Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl. Customer's current blood glucose was 212mg/dl, 220mg/dl. Customer stated that they changed set, entire set fell off body but not getting insulin through the tubing as well as they did not got alarms. Customer declined troubleshoot for high blood glucose. Product will be return for analysis. The insulin pump will not be returning.